Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of an elective system extraction due to the patient¿s need to have a magnetic resonance imaging (MRI), but during its removal, it got stuck in the subclavian. The lead was surgically abandoned and the patient and physician were wondering about potential issues with the lead and whether it could be affected by future mris. Boston scientific technical services advised the abandoned lead is probably not an issue with a MRI but advised checking with another physician about issues with the electrode tip and possible exposed wires. The lead is no longer in service. No additional adverse patient effects were reported.